Event description:
A report was received that the patient had infection at the ipg site. Patient's symptoms included redness and drainage. Cipro antibiotics were administered to the patient. The patient underwent an explant procedure and did well postoperatively. The physician believed that the infection was neither procedure nor device related.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2352-50, serial/lot #: (B)(4), description: linear 3-4 lead, 50cm model #: sc-4316, serial/lot #: (B)(4), description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility.